Event description:
A doctor alleged that a patient experienced sensitivity in their tooth after sonicfill composite was used for the restoration. This is the second of two (2) reports.

Manufacturer narrative:
Although the doctor identified two different shades associated with the sensitivity, he could not verify which lot was used on each patient. The lots involved in the alleged incidents includes lots number 4427295 and 4659429. The doctor could not recall patient or incident details; however, the doctor removed the sonicfill material from the patient's tooth and replaced therestoration with a differen composite, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a visual test of the retain samples were conducted. The paste was homogenous, no dryness, hardness or polymerization was detected on the material. A DHR review revealed that the product was released within specifications.